Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the first neurostimulator had to be surgically removed. The arachnoiditis was said to be permanent, untreatable, and incurable. The allergic reaction, infection, and inflammation were all absolved. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient told their doctor they were allergic to nickel and the doctor put a nickel-containing device inside of them. The patient reported that they had horrible inflammation and an infection. The patient stated that they had arachnoiditis which was subsequent to the ins. No further complications were reported. Follow up was conducted.